Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Return product received.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 11-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the battery would turn on and off randomly without reason. It was stated that the patient would experience zaps from the lead and it was discovered upon removal that the plastic insulation sheath pulled back from the blue end of the lead near the battery, exposing the lead inside the patient. It was confirmed that the hcp disconnected the existing battery and discovered the sheath of the lead was pulled back and was causing the lead to be exposed near the blue and silver end. The hcp cut the lead to remove it completely. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed no significant anomaly and it passed functional testing. Analysis of the lead ((B)(4)) found that the outer insulation of the lead was separated in the body of the lead at a butt joint at the proximal end of the lead; consistent with explant damage. Result code applies to product ID: 3889-33 only. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
C63047 applies to product ID: 3889-33 only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that due to the insulated sheath of the lead coming disconnected from the end of the lead it was causing the lead to short circuit, resulting in the battery to turn off and on. There were no further symptoms or complications reported or anticipated.